Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery . On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw head was broken off. Therefore, the surgeon is planning a revision surgery on (B)(6) 2016. It's being fixed in (B)(6) 2015 from a upper thoracic vertebra to the mid lumber vertebra, but the implants isn't connected with fixing in 2013.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: deformation of the screw head and retaining clip was observed on the returned device. This deformation was likely due to repeated stresses placed on the screw. The IFU states that these implants cannot be expected to indefinitely withstand the activity level and normal load of healthy bones. These implants are meant to provide fixation and some temporary support during fusion of the vertebrae. It was stated that the implants were implanted in 2013, and that the patient did not fuse, meaning the construct was tasked with bearing the load of the spine for this prolonged amount of time. Conclusion: the most likely cause of the customer reported event is non-union of the patient.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery . On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw head was broken off. Therefore, the surgeon is planning a revision surgery on (B)(6) 2016. It's being fixed in (B)(6) 2015 from a upper thoracic vertebra to the mid lumber vertebra, but the implants isn't connected with fixing in 2013.